Manufacturer narrative:
Section a4: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon that the preloaded intraocular lens (iol) was defective. Additional information indicates that the doctor stated the haptic was defective. He did not like the way it looked and asked for another lens to be opened for implantation. The lens was fully inserted, in to the patient's right eye removed and replaced in the same procedure with the same model lens. The issue was identified during implantation/application. There was no patient injury. There was no medical/surgical intervention required. Bss was used to prime lens before implantation that was used at the room temperature. Bss was introduced into the cartridge from cartridge canopy where lens is always primed before implanting. No other information is available.